Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy intraperitoneally (ip) for chronic renal failure. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began remedial treatment with vancomycin (ip, dose and frequency not reported) on an outpatient basis. The event of peritonitis was resolving. Dianeal-n pd4 1.5 therapy was ongoing. The nurse stated the event of peritonitis was not related to dianeal-n pd4 1.5 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.